Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros potassium (k+) results were obtained from a single patient sample using vitros k+ lot 4102-1194-8274 tested on a vitros xt 7600 integrated system. Vitros k+ patient sample results of 3.5, 4.8, 3.6, 5.0, 3.7 mmol/l vs. The expected result of 2.9 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected patient sample results were obtained from a single patient sample and were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros potassium (k+) results were obtained from a single patient sample using vitros k+ lot 4102-1194-8274 tested on a vitros xt 7600 integrated system. The assignable cause of the event is unknown. Historical vitros k+ lot 4102-1194-8274 quality control results were within expectation, and precision testing using this lot with performance verifier fluids was within ortho acceptable guidelines, indicating a reagent related issue is not a likely contributor to the event. Additionally, continual tracking and trending does not indicate a systemic issue with vitros k+ lot 4102-1194-8274. Although the customer did not process diagnostic precision testing on the vitros xt7600 system, an issue with the analyzer is not a likely contributor to the event based on acceptable historical qc and acceptable pv results from the vitros k+ precision testing. Pre-analytical sample processing could not be entirely ruled out as a contributing factor as the customer is not following the device manufacturers protocol for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.